Event description:
It was reported by service report that the footboard was inoperable. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Result: footboard.